Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system cubie was not able to open. A field service engineer tested bin 4 in tester, pocket released, and pocket opened and there were no errors on the screen. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medbank system failed to open the medication cubie when an attempt was made to issue it. During troubleshooting efforts, the cubie remained unresponsive, and attempts to remove the cubie also did not result in its release. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed .

Event description:
It was reported by the customer that a pyxis medbank system failed to open the medication cubie when an attempt was made to issue it. During troubleshooting efforts, the cubie remained unresponsive, and attempts to remove the cubie also did not result in its release. There were no adverse events or injuries reported based on this event.